Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on patient the ht70 plus ventilator had an erratic display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.